Event description:
Caller reported a pump malfunction, possibly due to altitude changes or tsa screening. There was no adverse impact to the customer's blood glucose level. The customer later called back and was successfully guided by technical support to reset the pump. Afterward, the customer resumed insulin use and rejoined the continuous glucose monitoring session. No further actions were required.